Manufacturer narrative:
Initial and final MDR (B)(4).

Event description:
Reference number (B)(4). Event occurred in the united states on 01-jul-2024, it was reported that patient faced three infusion sets bent cannula within 3 hours of insertion. Site of insertion was abdomen. Patient's blood glucose at the time of issue was 26 mg/dl. Patient went to emergency room on (B)(6) 2024 and stayed for 5 or 6 hours. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Manufacturer narrative:
Supplemental report 01 - MDR (B)(4). Correction: this MDR is being submitted to correct the submitted expiration date under d4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions h11: investigation summary the information in this complaint (B)(4) has been evaluated. The batch 6004795 in question was manufactured at the reynosa site. The reference samples for the lot 6004795 have already been previously tested for visual inspection and tested for flow in the database 2077006 on 23/may/2025. All test results were found within specifications as per the test report database 2077006 test report.pdf attached in this record. Complaint investigations. Photo/sample was not provided. In order to test the product, the reference samples from the lot have been requested. Test results: visual test according to work instruction (wi) version 3.0 on reference samples, 10/10 samples passed the test. Functional air flow test according to (wi) version 2.0 on reference samples, 10/10 samples passed the test. Device history record (DHR) review: the lot 6004795 was manufactured according to the (wi) version 110 manufactured in the line inset 5, on 04/jan/2024, with a total of (B)(4) units review of the device history record (DHR) showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified related to the malfunction reported, no maintenance events were recorded. Trending: a query was run in database on 13/aug/2025 against malfunction code soft cannula found bent upon removal from infusion site and lot 6004795 and four other complaints have been registered in database for the same lot 6004795 and malfunction code. This is a complaint which is being addressed as part of a corrective and preventive action (CAPA) 1768101: "autosoft 90, kinked soft cannula issues which has been opened as a result of trending activities. This complaint is a reportable with valid lot number/product code. Corrective and preventive action (CAPA) determination results: this complaint falls under the scope of the corrective and preventive action (CAPA) 1768101: "autosoft 90, kinked soft cannula issues" and will cover inset I (autosoft xc dhf-13.8 & 13.13) and inset ii (autosoft 90 dhf-14 and 14.3) products. Root cause of problem: the root cause has been identified as: method, manpower, measurement, machine: corrective action as a result of the investigation: the action plan and deadlines is as followed: the following actions were already implemented in the non-conformance (nc) 1515780 · 1. Include the defect in document 4805074 (work instruction inset line) · 2. Improve guards of the conveyors · 3. Update trays for the stock of cannulas · 4. Update document 3a02003 (quality specification for catheter fixture for skewed catheters) for include the handling of the catheter during the process. · 5. Update the document 4805074 (work instruction inset line) to include the preventive actions implemented in the process (trays) a remaining action (to address design root cause) and deadlines is as followed: · add cylinders to the lid to maintain in position the needle and cannula during transportation and prior use (database1771074- 30/sep/2025).

Event description:
To date no additional patient or event details have been received.